Event description:
It was reported that a nurse between 30-40 yrs of age injured her foot trying to activate the brake pedal. It was reported that the nurse had x-rays and was off from work for a few days. There were no broken bones, but it was reported to have been sprained.

Manufacturer narrative:
In response to this alleged event the stryker account manager and stryker field service representative visited the account. The account could not identify the exact stretcher that this event is related to. It was identified that none of the stretchers at this account have ever received service or preventative maintenance of any kind. The device could not be identified

Event description:
It was reported that a nurse between 30-40 yrs of age injured her foot trying to activate the brake pedal. It was reported that the nurse had x-rays and was off from work for a few days. There were no broken bones, but it was reported to have been sprained.